Manufacturer narrative:
Further analysis was performed on the display assembly after the repair of the device was completed. This analysis ran a full functional test on the display assembly and all testing passed. Conclusion: no defect found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was out of specification. It was also noted that the upper and lower cases were broken, the battery release was contaminated, two side bail covers were broken, the battery contacts were compressed and the battery drawer was broken.

Manufacturer narrative:
Further analysis was performed on the display assembly after the repair of the device was completed. This analysis ran a full functional test on the display assembly and all testing passed. Conclusion: no defect found.

Event description:
It was reported that there were segments missing on the liquid crystal display (lcd)of the external pulse generator. It was further noted that even after replacing the battery the segments on the lcd display were dim. The generator was returned for repair. It was indicated that there was no patient involvement associated with this event.